Event description:
Towards the end of a dialysis treatment on a phoenix machine the patient complained of not feeling well and had a 20 ml emesis. Following completion of the treatment, the patient was discharged home in stable condition. Approximately three hours later, the patient when to the hospital with an o2 saturation of 82.4%. Lab work obtained at the hospital suggested the presence of hemolysis. The patient's blood tests: decreased haptoglobin, h/h, and platelets along with elevated k+ indicate this patient experienced hemolysis. The absence of schistocytes rules out mechanical hemolysis. The cause of the medical hemolysis cannot be determined based upon the clinical data provided. The extremely elevated myoglobin and troponin levels are indicative of a myocardial infarction. The clinical symptoms and admitting diagnosis are not yet available. The patient expired sometime later and the cause of death is not known at this time.

Manufacturer narrative:
No alarms were generated by the machine and absence of disinfectant was verified prior to start the treatment. The phoenix machine was inspected by a gambro hosp technician. The machine was found to perform according to manufacturer specifications. The blood pump occlusivity performed according to specification and the test for residual disinfectant was negative. No machine malfunction could be identified.